Manufacturer narrative:
D4: UDI is unknown as the part/ lot number was not reported.

Event description:
It was reported a broken bur was observed inside the attachment during a procedure at the user facility. The procedure was completed successfully with no delay, medical intervention, or adverse consequences reported.

Manufacturer narrative:
H3: device problem already known, no evaluation necessary. H6: the quality investigation is complete.

Event description:
No new information.